Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On 10-may-2018, it was alleged the patient experienced on (B)(6) 2018 a blood glucose of less than 40mg/dl, with a loss of consciousness, associated with an inadvertent infusion issue. Reportedly, the patient remained on the pump, and was treated in the hospital by their healthcare provider with food and/or drink and remained in the hospital at the time of the allegation. During troubleshooting with customer technical support, it was revealed the patient pushed the plunger while attached during a cartridge change. An estimated 100-200 units of insulin were inadvertently infused. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.